Event description:
(B)(4) clinical study. It was reported that following a coronary artery treatment procedure, the patient experienced restenosis and angina. Lesion 1 was located in the 1st obtuse marginal (1st om) artery with 90% stenosis and was 30 mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with pre-dilatation and placement of 2.25 x 32 mm taxus liberte stent with 0% residual stenosis. Lesion 2 was a denovo, ostial lesion,located in the 2nd obtuse marginal artery with 70% stenosis and was 15mm long with a reference vessel diameter of 3.5mm. The physician treated the lesion with direct stent placement using a 3.50 x 20 mm taxus liberte stent, with 0% residual stenosis. The patient was discharged on aspirin and prasugrel in (B)(6) 2012, the patient presented with unstable angina and was hospitalized on the same day. The 80% in-stent restenosis of the stent placed in 1st om was treated with balloon angioplasty. The patient was discharged on aspirin and prasugrel. No additional information is available at this time.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).